Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that the cannulas clogged, nothing will flow through them. No information provided on surgery completion. There was no report of patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported residue on the needle tip and clogging issues with the cannulas. A review of the reported pak's bill of materials (bom) shows the suspect product is cannula. The manufacturer's evaluation of the returned sample confirms the customer's event: received three black hub cannulas in an pouch from the lot and one in another pouch from the lot were returned and visually inspected. No case was returned with the samples. Resistance occurred in three cannulas when pressurizing air into the returned unsuspected cannula's using a lab stock twenty milliliter syringe. Only one from the lot passed occlusion test. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Action has taken to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.